Event description:
(B)(4). Estimated date as it started so long ago. Increased hair loss while showering and brushing hair. Very itchy scalp, neck, across shoulders. Skin is really rough. Itchy all over my body. Bloated belly. Contact allergies have developed.

Event description:
(B)(4). Additional changes since placement include super moodiness and irritability leading up to menstruation, lack of libido, low self-esteem due to physical appearance (bloated belly), dull headaches most days (headaches are normally very rare - usually a sign of being sick or something being wrong with my body). Periods are light flow, but flow is thick and very dark. Could even be described as stringy. Like it's a big clotted mess. The smell has changed over time as well.